Event description:
The customer reported a falsely depressed potassium (k) result was obtained on a patient sample on dimension exl 200 integrated chemistry system. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument thrice and once on an alternate dimension exl 200 integrated chemistry system. The repeat results were higher than the erroneous result. The repeat result from the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed k result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report a falsely depressed potassium (k) result was obtained on a patient sample on dimension exl 200 instrument integrated chemistry system. Quality controls (qcs) recovered low, but within ranges on the day of the event. The customer replaced the integrated multisensor technology (imt) standard a, the x tube, and the imt sensor, a system check was performed, and the clot check drain was cleaned. Qc was performed and recovered within ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed a leakage in the sample tubing and replaced the sample ultrasonics and conduit cable and ran qc's, which recovered within ranges. A patient comparison study was performed using the customer¿s two systems, and the results were acceptable. The cause of the falsely depressed potassium (k) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2025-00090 on 06-jun-2025 and filed supplemental MDR 2517506-2025-00090-s1 on 01-jul-2025. Additional information (02-jul-2025): siemens further evaluated the event, which included reviewing instrument data. The integrated multisensor technology (imt) calibration, quality controls (qc), air and liquid values of standard a and standard b, lytes slope, dilution check, and the dilution check bottle values were all within ranges on the day of the event. Siemens concluded that flow issues through the imt potentially contributed to the falsely depressed potassium (k) result. The investigation conclusions code in section h6 was updated to reflect the additional information. The analyzer is performing within specifications. No further evaluation of this analyzer is required.

Manufacturer narrative:
Siemens filed the initial on 06-jun-2025. Additional information (06-jun-2025): on a subsequent service visit, the customer service engineer (cse) replaced the integrated multisensor technology (imt) tubing and the sample probe. An instrument super conditioning was performed, and quality controls (qcs) were run, which recovered acceptably. The component code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.